Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling a leg assembly with the capio device during placement through the patient's sacrospinous ligament, the needle detached. Reportedly, the needle was captured in the capio cage after it detached and did not fall loose inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient. The patient, who is reportedly over 18 years of age, was fine at the conclusion of the procedure.